Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system experienced an incorrect cubie pocket opening issue due to the user being unaware of the functionallity. The technical support specialist informed to the customer that accessing medical application logs from the previous month was not feasible, which hindered the ability to confirm whether the pocket had been opened. However, it was confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where an incorrect cubie pocket was opened. For an instance, the customer attempted to obtain the prescribed seroquel from the pyxis system, but the compartment for eliquis was accessed at 01:50. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.